Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger would not depress completely with a bd syringe integra 3ml w/ndl 23x1 rb. The following information was provided by the initial reporter: material no.: 305271, batch no.: 7146778. It was reported the consumer could not push the plunger all the way; the plunger stopped in the middle. Additional information provided by initial reporter: consumer reported he could not inject the syringe all the way. He could not push the plunger all the way plunger stopped in the middle. He did not get the complete medication during the injection. Incident-unknown; occurence-1; sample available. He rotates the injection site. He uses new syringe for his injection. He has been using this product for long time he likes this syringe. This is the only syringe that works well with his medication. Item# 305271; lot# 7146778; expiration date-05-31-2023.

Manufacturer narrative:
Investigation summary: one opened package containing a used 3ml integra syringe with needle attached was received and visually evaluated. The stopper was at 0.2 ml position. Medication was present in the fluid path filling the entirety of 0.2 ml volume. The metal cutter was visibly exposed protruding through the stopper. Visual observations indicate premature retraction mechanism activation. The cannula was not visible inside the shield and appeared to have been retracted into the barrel after activation. It is difficult to determine a potential root cause for premature needle activation without testing unused samples from the same batch. It is possible a potential root cause for the premature activation is associated with the assembly process. It is possible the density of the medication used and how the medication was being administered at the time also played a role in the failure. No corrective actions are necessary based on the defective rate identified. Batch 7146778 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the plunger would not depress completely with a bd syringe integra 3ml w/ndl 23x1 rb. The following information was provided by the initial reporter: material no.: 305271 batch no.: 7146778 it was reported the consumer could not push the plunger all the way; the plunger stopped in the middle. Additional information provided by initial reporter: consumer reported he could not inject the syringe all the way. He could not push the plunger all the way plunger stopped in the middle. He did not get the complete medication during the injection. Incident-unknown; occurence-1; sample available. He rotates the injection site. He uses new syringe for his injection. He has been using this product for long time he likes this syringe. This is the only syringe that works well with his medication. Item# 305271; lot# 7146778; expiration date-05-31-2023.